Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional additionally reported right side hematoma. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : h.3., h.6. Device evaluation: visual analysis of the returned device identified the weight of the device was within specification, a deformation, white particles on the shell, and some fold creases. After the autoclave cycle was observed a cloudy color was observed in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., d.9., g.1., g.2, h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.